Event description:
Allegedly the patient was revised due to tibial aseptic loosening (left).

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in italy.

Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.